Manufacturer narrative:
The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with operating currents within spec. No unexpected battery out limit alarms noted. The device was received with intermittent buttons due to corroded keypad traces. The device was received with cracked case at display window corners, reservoir tube and battery tube threads. The device was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.